Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips using quality control material. Testing results: donor #1: retention meter and master lot strips: 2.3 inr , retention meter and customer strips: 2.2 inr . Donor #2: retention meter and master lot strips: 2.1 inr, retention meter and customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 250323) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 1:47 pm the result from the meter was 8.0 inr. At 4:00 pm the result from the laboratory was 0.85 inr. The customer's therapeutic range is 2.0 - 3.0 inr. The erroneous result was reported to the customer's doctor and medical personnel. There was no allegation of an adverse event. The customer was suffering from a very bad cold at the time of the event. The meter and test strips have been requested for return. Additional discrepant results were identified during the review of the customer's meter memory. On (B)(6) 2017 at 13:24 the result from the meter was 2.1 inr. On (B)(6) 2017 at 15:00 the result from the meter was 1.1 inr.